Manufacturer narrative:
The surgeon was contacted 4 times and the sales rep contacted 3 times without obtaining any further info regarding this case.

Event description:
Per the sales rep, the surgeon reported a broken 5.5 screw post-op after having done a tn case.